Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#serial#: (B)(6), implanted: on (B)(6) 2011, explanted: on (B)(6) 2021, product type: catheter, h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the pump and catheter were replaced. There was no flow into the csf (cerebrospinal fluid). The catheter was occluded. The patient recovered without sequela. The pump was delivering compounded baclofen.

Manufacturer narrative:
H3: analysis of the catheter found a hole in the catheter body caused by deep abrasion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 522.7 mcg/day) via an implantable pump. It was reported that the hcp was asking for calculation confirmation on radio nuclear (radio tracer) catheter study. On (B)(6) 2020, the patient was at the ER with withdrawal symptoms. A dye study was attempted, but they were not able to aspirate. They were now doing this study to see if they can determine if there are any catheter issues. The patient is on oral baclofen at this time, and the tech confirms minimum time that the dye would be through the catheter. Calculations were reviewed. The issue was not resolved through troubleshooting. The hcp was to perform procedure to determine next steps.